Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continue-flow solution sets became unscrewed from one-link needle-free IV connectors. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event.